Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. The examination also determined the band to be a 9.75cm lap-band system. Analysis noted a thinner surface and smooth openings at the band tubing, the tubing-collar junction and the port tubing at the stainless steel connector consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. No add'l info has been reported to allergan regarding the serial number, the event date, implant date, implant surgeon, diagnostic testing, patient data or event details.

Event description:
No info given. Investigation in progress. Device analysis determined that there were multiple smooth, wear related openings on the device, with leakage.